Event description:
A nurse reported following the intraocular lens implantation the patient had experienced residual hyperopia, glare and halos. The lens was explanted in a secondary procedure and a replacement lens was implanted. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).